Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 10/22/2020. H.6. Investigation: 3 extension sets were returned by the customer for investigation. It was reported that the user had trouble flushing through the extension set. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The syringe was filled with 10 ml of blue dye/water mixture, connected to each extension set and attempted to be infused. All 3 sets were able to be infused. The failure was unable to be replicated. A device history record review for model: 20039e lot number: 20075476 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA#: 1998036 has been initiated.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material no: 20039e, event description: date of event: on (B)(6) 2020, customer concern: "having trouble flushing through the extension set", product: 20039e - smallbore 6 inch ext vlv, lot: 20075476.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material no: 20039e event description: date of event: (B)(6) 2020. Customer concern: "having trouble flushing through the extension set". Product: 20039e - smallbore 6 inch ext vlv. Lot: 20075476.